Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastroin testinal/pelvic floor. It was reported by the hcp that the programmer showed the patient was on program 1 at 7.9v. The caller reported the patient was having problems with therapy in that they were having pain in the area and still having a lot of frequency so when they had to go they would have to go immediately and they were still a little incontinent. Technical services was able to walk the caller through syncing the programmer with the 8840 and interrogating with the ins. The last session date showed the day of the call and usage of 100% for less than 1 hour. Technical services reviewed that data had been cleared since the ins was already interrogated once that day. Technical services then walked the caller through electrode and therapy measurements with the following results (ohms.) It was noted that the current was less than 15 ua for all pairs: c-0 1016; c-1 525; c-2 507; c-3 greater than 4k; 0-1 1016; 0-2 1016; 0-3 greater than 4k; 1-2 1016; 1-3 greater than 4k; and 2-3 greater than 4k . Program 1: 0-3+ was greater than 4000 ohms, 32-60%, 32-60 months. The caller stated program was at 7.0v, they increased to 7.3 v and the patient felt stimulation comfortably. Program 2: 0+ 1- 2+ 3+ 507 ohms, 45 ua, 32-60%, 2-4 months, program 3: 0+ 2- 3- 1016 ohms, 22 ua, 32-60%, 4-8 months and program 4: 0+ 3- was greater than 4000 ohms, less than 15 ua, 32-60%, 32-60 months. Technical servicesreviewed that reprogramming could be attempted and to avoid contact 3. Technical services reviewed simple bipolar combinations that the caller could attempt for reprogramming. The caller then reprogrammed the ins to programming (all at 210 pulse width (pw), 14 rate) increasing each program to amplitude listed next hereafter, where the patient felt it comfortably in the vaginal area: (it was noted the therapy measurement was also run again to obtain the impedance values listed:) program 1: 1-2, 1.9v, 1016 ohms, less than15 ua; program 2: 0-1, 6.2v, 1016 ohms, 18 ua; program 3: 0+ 1- 2-, 6.4v, 1016 ohms, 18 ua; program 4: 0-2, 1.6v, 1016 ohms, less than 15 ua. Technical services had the caller attempt to print the report but it would stop halfway through and the caller cancelled it. The caller was able to reprogram and synchronize with the programmer at the end of the session and confirmed on the programmer that all 4 programs were available to use at the correct amp litudes and program 3 was currently active. Technical services suggested the patient try each program for a few days and to keep a diary of symptoms and if issues continued that they should come back to the office for further troubleshooting. It was noted that this began in december of 2018, sometime after christmas. There were no further complications reported.